Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues have been observed on sensor patch. Data was downloaded successfully. Watermark was not observed at the base of the tail indicating that the sensor was not properly inserted. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. An extended investigation was conducted. De-cased sensor and no issues were observed upon visual inspection of the pcba (printed circuit board assembly). Connector key was used to perform smu (source measurement unit) testing. Performed an smu (source measurement unit) test using connector key to ensure the sensor's electronics were functioning correctly and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. The device history record (DHR) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kits passed all tests prior to release and there was no indication that the product did not meet specifications. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified higher sensor scan results compared to unspecified readings obtained on the hcp meter and it is unknown whether the customer noted a trend arrow on the device. As a result, the customer experienced a loss of consciousness. Unable to self-treat, the customer, with an hcp meter reading of 92 mg/dl, required IV glucose and IV fluids administered by a healthcare professional. There was no report of death or permanent impairment associated with this event. An adc sensor result of 209 mg/dl, 209 were compared to an hcp meter reading of 150 mg/dl, 92 mg/dl and the results, when plotted on a parkes error grid, fall into the "c" zone, showing the difference in values to be clinically significant. It is unknown when these readings were obtained in relation to the reported adverse event.